Event description:
It was reported that myopotential oversensing resulting in pacing inhibition was observed via the review of electrograms. Programming changes were made. Patient was fine and monitoring with routine follow-up will continue.